Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and battery compartment. Error code 45639 was found in the device's event history log. Functional testing was unable to verify or duplicate an unknown problem; however, the dso seal and battery compartment were damaged. The dso seal and battery compartment were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device was returned for repair for an unknown issue. There was unknown patient involvement.